Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter; the needle of the loading unit falls out of the device. No further details regarding patient, product or procedure were provided by the reporter.

Manufacturer narrative:
(B)(4). Device received for evaluation. Device evaluation pending. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that the issue occurred during a gastric bypass procedure. The needle fell into the cavity of the patient but was retrieved with graspers.